Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient reported of dysphotopsia 6 weeks post op. The physician has given the patient pilocarpine to see if the patient improves. Additional information has been requested.